Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient was on post-operative day (pod) 0 after a kidney transplant, on that day the patient was sent from the ward 3g2 for renal ultrasound and scan. It was unsure how long the patient was off the unit for. While at the renal scan the patient was found not breathing and pulseless. Code blue was activated, rosc achieved and patient sent to 3c3/4. Patient had pca hydromorphone and rt tap (nerve block) catheter with ropivacaine infusing at time of event. There was patient involvement, and patient death was reported, but there was no report of product failure. Based on the currently available complaint narrative, a post-operative day 0 kidney transplant patient was found unresponsive, not breathing, and pulseless during a renal ultrasound/scan; a code blue was initiated with rosc achieved, and the patient later died. The patient was receiving pca hydromorphone and a tap catheter infusion of ropivacaine at the time of the event. The narrative provided does not describe a specific malfunction or performance failure of the cadd solis hpca pump(s) involved (cn 481116 / cn 481120), and key clinical and device data necessary to establish a device related causal pathway (e.g., pump event logs, alarms, dosing history, infusion status at discovery, monitoring/timeline during transport, and proximate cause of death) are not available in the current record. Additionally, the medical assessment request indicates the investigation has not been completed; therefore, objective device evaluation findings are pending. Accordingly, a causal relationship between the cadd device(s) and the reported death cannot be confirmed or excluded at this time, and the clinical causality assessment is indeterminate pending investigation. This report is for the first pump in use.

Manufacturer narrative:
B1 - adverse event/product problem: corrected. D8 - was device serviced by third party?: corrected. H3, and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.